Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported upon removal the string broke in half. She was able to remove the tampon by using the remaining string. She did not seek medical assistance.